Event description:
A customer in (B)(6) reported to biomérieux a product problem in association with bact/alert® sn (plastic). An incorrect bottle load date of (B)(6) was showing on the bact/view for approximately 50 bottles loaded on days surrounding (B)(6) 2016. The bios time on the bact/alert® is correct. The customer reported the bact/alert® ups controller batteries were replaced during the same time, after a power outage, and then the instrument performed correctly. All other bottles loaded have had the correct date. The ups controller was replaced weeks before the issue. There are no other problems with the bact/alert® or bact/view apart from the clocks that are unsynchronized. The system software version was b.40 during the issue and has since been updated to b.50. The customer reported that there was no impact to patient results and results were not reported to the physician. An internal biomérieux investigation has been initiated.